Manufacturer narrative:
One unused and one used sample were received for evaluation. During testing, the unused high pressure tubing was attached to an air pressure source and a non-vented cover was attached to the rotator end. The rotator was placed in water, pressure was applied, and no leaks were observed. The rotator was manipulated, but no air bubbles were observed and the pressure gauge remained stable. A syringe was then attached to the female end and the plunger was extended to create a vacuum. The rotator end was again manipulated and no air was observed entering the line. The plunger remained stable, indicating no air had passed through the rotator. Following sterilization, an identical test of the used sample was performed and no leaks were observed. The complaint was not confirmed.

Event description:
Report received of air in the line of a monitoring kit. It was reported that the monitoring kit is connected to the power injector "wet". During aspiration, "air bubbles" are noted. It was reported that none of the air reached the pt. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.